Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the navigation system was experiencing intermittent tracking issues when registering the patient. In trouble-shooting, moving the instrument tracker to different ports on the axiem box did not resolve the issue. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. Return requested. Replacement axiem 4-port shipped to site (B)(4) 2014. Suspect axiem not returned to manufacturer for analysis. Return requested. Replacement computer shipped to site (B)(4) 2014. Suspect computer not returned to manufacturer for analysis. Return requested. Replacement field generator shipped to site (B)(4) 2014. Medtronic investigation of returned suspect device finds that when the field generator is connected, the cranial software becomes unresponsive. The navigation tab has red status and has error axiem emitter memory error. Diagnostics shows a fault on all 9 coils. There is an amplifiers muted fault and an amplifier current error on all 3 amp's. Red status / no tracking - electrical failure caused the event a medtronic representative performed a navigation system check-out, all areas passed. Hardware replaced and system is fully functional. System performed as intended.